Event description:
It was reported that following an MRI procedure the patient had a rash around ipg site. It was also mentioned that the patient had first and second degree burns near the pocket site. It was unknown if the MRI was the cause of the burns. The patient was also experiencing side pain. The patient was treated and released by the facility. Additional information received that upon double check of MRI safety precautions and interrogation of device, no breech in protocol noted. The patient was treated with antibiotic ointment and silver sulfadiazine.

Event description:
It was reported that following an MRI procedure the patient had a rash around ipg site. It was also mentioned that the patient had first and second degree burns near the pocket site. It was unknown if the MRI was the cause of the burns. The patient was also experiencing side pain. The patient was treated and released by the facility.